Event description:
It was reported that the device had reached it's elective replacement indicator, however interrogation intra-operatively showed the battery status was ok. It was also reported that a telephone transmission record from oct 2006 showed a magnet rate of 56 beats per minute, and there is concern of device malfunction. The device was explanted. No patient complications have been reported as a result of this event.